Event description:
It was reported that a cartridge change error occurred with the pump, causing the customer's blood glucose level to exceed 500 mg/dl, although the specific value was unknown and displayed as "high." No immediate corrective actions were taken by the customer, but tech support instructed them to inspect various parts of the pump, clean the pneumatic tap area, and attempt to reload the cartridge. Ultimately, the customer, with assistance from tech support, was able to successfully load a new cartridge and resume insulin delivery.